Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-october-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer and noted that the mac controls were in range. The account will reestablish br (biorad) control ranges. No further action required by field service. The most probable cause of the reported event was the reagent, the control material out of target range.

Event description:
On (B)(6) 2015, a customer reported that controls were out of range with their aia 600ii analyzer. The customer reported discrepant patient results. A field service engineer (fse) spoke to the customer to troubleshoot the event which resulted in reporting discrepant patient results for troponin.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.